Event description:
Reportedly, the pt expired in 2007. The device was implanted one month before. The reason for the pt's demise is unk. No other details were provided.

Manufacturer narrative:
Device not returned.